Manufacturer narrative:
The reported events (liner tear, liner strand) are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into liner tear is captured in an edwards lifesciences technical summary and applies to that event. Additional assessment of the failure mode liner tear is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual examination of the device was done, and the following was observed: the liner was fully expanded, and the tip opened as designed. A liner tear from the distal tip and continuing all the way to the strain relief was observed. There was a liner strand visible along the tear. Dimensional testing was performed and found to be within specification. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site, and the following were observed: the patient had undersized vessels ( greater than or equal to 5.5mm minimum luminal diameter for use of 14f esheath+). Tortuosity present in the access vessels. In this case, the reported events of liner torn, and liner strand were confirmed based on evaluation of the returned device. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive manipulation, delivery system caught on liner) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to h6 based on additional information. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following were observed: the liner was fully expanded, and the tip opened as designed. The liner tear started from approximately 0.75 inches from the distal tip, and continued all the way to the strain relief. Liner strands were visible along the tear. Dimensional testing was performed on the liner thickness, measurements along the liner tear were found to be within specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. 3mensio imagery was received from the facility, and the following were observed: undersized vessels (greater than or equal to 5.5mm minimum luminal diameter for use of 14f esheath+). Tortuosity present in the patient's access vessels. In this case, the reported event of liner tear and liner strand were able to be confirmed based on evaluation of the returned device. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive manipulation, delivery system caught on liner) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a trans-caroitid tavr procedure with a 26mm sapien 3 ultra resilia, excess blood was lost during removal of the commander delivery system from the carotid access due to a fracture in the 14 fr esheath+ causing the blood loss. The patient was given 4 units blood. After removal of the devices, a considerable separation in the esheath noted.

Manufacturer narrative:
Investigation is still ongoing.